Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient reported blood clots, clotting and/or occlusion of the inferior vena cava (ivc), post implant dvt and pe. According to the medical records the filter was placed prophylactically prior to a scheduled hysterectomy in a patient with recurrent right lower extremity dvt and protein s deficiency. The filter was placed via the right internal jugular vein and deployed below the level of the renal veins. The patient tolerated the procedure well with no immediate post-procedure complications. Approximately elven years and ten months later a computed tomography scan was performed to evaluate the filter. The results showed an infrarenal ivc filter is identified, the ivc is narrowed and there is increased attenuation within the filter suggesting ivc thrombosis. Multiple lateral chest wall collaterals were noted extending into the abdomen and considered consistent with ivc thrombosis. The common iliac veins appeared to be thrombosed, the ivc was noted to be tented but no destructive perforation or fracture was noted. There is currently no additional information available for review.the product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, post-implant deep vein thrombosis and pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc, post implant dvt and pe. The following additional information received per the medical records stat that the patient has a history of recurrent right lower extremity dvt, protein deficiency and a hysterectomy. During the implant procedure, the right internal jugular vein was cannulated and a 6 french delivery sheath was inserted. The filter was deployed just below the level of the renal veins. The patient tolerated the procedure well. A CT scan of the patient¿s abdomen showed that the ivc was consistent with thrombosis. The common iliac veins were also shown to be thrombosed. No filter perforation or fracture was identified.